Event description:
A malfunction alarm was reported by the customer, displaying malfunction code 0, though there were no notable events prior to this occurrence. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to their health. Technical support provided assistance with resetting the pump, ensuring the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue happened again, which they acknowledged and understood.